Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
During a cardiopulmonary bypass procedure, the central monitor of a heart lung console had intermittent flickering. There was no reported adverse consequence to a pt as a result of this event.